Manufacturer narrative:
Device not returned.additional manufacturer narrative:despite repeated attempts to receive further information regarding the device and the event, no additional information or sample for evaluation was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Endocarditis is an infection of a native or prosthetic valve and is an indication for valve replacement. It may occur early or late after valve replacement and typically results from either seeding of the valve with bacteria at the time of surgery by the operative team or at a later time by an infection elsewhere in the body. Prosthetic valve endocarditis occurring early post-operatively, within 60 days, is usually due to perioperative bacterial contamination of the valve. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility.no further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.in this case, it was reported that the patient expired approximately fourteen days after the implant due to infection. No other details reported. Despite repeated attempts to receive further information regarding the device and event, no additional information was received. There have not been any allegations of a product malfunction or quality deficiency.